Manufacturer narrative:
Results: the device was fractured approximately 6.0, 25.0, and 82.0 cm from the hub and kinked in several other places. Conclusions: evaluation of the returned benchmark revealed 3 fractures along the length of the catheter. These damages were likely a result of forceful removal from the packaging tube at extreme angles. The catheter was fractured on the proximal and distal ends, thus confirming the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was fractured at the proximal and distal ends upon removal from the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using another benchmark.